Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported through a research article identifying riata/riata st was related to externalized conductors, increase pacing threshold and impedance, decreased r wave sensing and decreased high voltage impedance. Diagnostic imaging or during device exchange confirmed externalized conductors. Out of range electrical measurements were noted during routine follow-up. Specific patient information is unknown. Roten, lauren (2018). Comparison of lead failure manifestation of biotronik linox with st. Jude medical riata and medtronic sprint fidelis lead. Journal of interventional cardiac electrophysiology. Https://doi.org/10.1007/s10840-018-0486-0.